Event description:
The remstar autoa-flex w/hum, sysone60srs,int device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found evidence of foam particles inside the assembly. The complaint was confirmed, and the device was scrapped. No further investigation can be carried out at this time. If additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information regarding the remstar autoa-flex w/hum, sysone60srs, int device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury, and there was no report of medical intervention. During the evaluation, the service center visually inspected the device and found evidence of foam particles inside the assembly. The complaint was confirmed, and the device was scrapped. No further investigation can be carried out at this time. If additional information is received, a follow-up report will be filed. The following dates were incorrect in the previous report: become aware date, date due, event date, and date received by mfg. This report has corrected each of these dates. In addition, the report was filed as an initial. This report has been corrected and filed as an initial final.